Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation root cause: root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient reported that he experienced halos and starbursts. He is seeing halos within certain distance, and beyond which he only sees starbursts. He experiences halos and starbursts with point sources of light. The problem is lesser with dipped headlights. There is no such problem with diffused light like tube light or backlit sign boards and certain led lights (can't pinpoint which). He has been using medications prescribed religiously until the last two weeks. He temporarily discontinued medications, but problem persisted. With one of the drops, halos tend to reduce to a great extent, but starbursts increase as well as brightness of lights (much more difficult to even walk in the night). The patient reports that after surgery he could read and see comfortably without glasses, but now reading without glasses puts a strain on the eyes. Fine print looks somewhat diffused. Distant objects do not look as sharp as with glasses on; more so with left eye. Additional information was provided that the symptoms are not improving. There are two medical device reports associated with this patient. This report is associated with the right eye.

Event description:
Additional information was provided that the patient experiences glare.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The patient's symptoms vary on alternate days.